Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported by a circulating nurse at the user facility that a manifold was likely to have clogged causing loss of suction during a pelvic sarcoma procedure. The customer indicated that to her knowledge, only blood was being extracted, no other material. It was reported that during the case the surgeon was using about 1 liter of blood per minute, with a final estimated blood loss was 18l. The neptune device that the manifold works in conjunction with almost completely stopped providing suction at one point during the procedure when the abdomen was filling up with blood. The customer tried removing and replacing the manifold several times as they felt is was filing up. The customer was using only the 20l canister with 2 suction lines coming from the top 2 manifold ports, both going to the field. The initial suction setting was "medium," when the surgeon signaled to circulating nurse that the device was clogging she turned it up to "high" but the clogging persisted. The customer continued trying to remove and reinsert the manifold which would work for a short time as the suction would get better for a while, but would eventually get worse again. The procedure was completed successfully with no known impact or adverse consequences to the patient that were reported with this event.